Manufacturer narrative:
The pump has been returned to animas for evaluation. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: during investigation, the pump was powered on to the verify screen with a fully audible alarm. All auditory functions were found to be functioning properly and within specifications. The original complaint of an intermittent sound issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked below and above the grip pad.